Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery the corckscrew broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update on 28-jan-26: further information was received that all broken parts were retrieved from the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1927bct-1 serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the damage to the device. Visual inspection noted that the anchor of the device is broken. The most likely cause is attributed to misuse/use error due to improper bone prep, misaligned insertion, or prying/leveraging the device during insertion. The complaint allegation is confirmed.